Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows two blue reloads fully fired with no apparent damage, and the reload in the bottom side can be see with some b-formed staples on the circled area. Based on the photo alone, the event described can not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was discarded our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the surgical center contacted us to inform that the surgeon using the linear stapler 75 reports incomplete triggering of the staples from the third load used in the procedure. Another load was required to continue the procedure. There was no delay to the surgery or fragments generated. The surgery was successfully completed. There were no patient consequences. Procedure: not reported